Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead exhibited noise on isometrics. No oversensing was noted. This right atrial lead was surgically abandoned. No additional adverse patients effects were reported.